Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ac adapter (B)(6) was returned for evaluation. A review of the manufacturing and inspection records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection revealed a tear on the outer sheath of the output cable assembly, resulting in exposed internal wires. However, the observed damage did not affect the functionality of the device. Internal inspection did not reveal any anomalies. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer cac adapter, specifically the adapter 1430us controller ac, arrived with a damaged cable, described as having "a cut in it." The product was not implantable and was not associated with a patient. Customer service issued a replacement product and instructed the site to discard the damaged product. There was no patient involved.